Event description:
Event description guidant received information that the patient's family reported that the patient died from pneumonia and a staff infection of the spine. The family also reported that the patient's physician alleged the implantable cardioverter defibrillator (ICD) contributed to the patient's death.